Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, and system risk analysis (sra). Per the supplier, no anomalies were observed that would contribute to the customer's experienced issue. Trending analysis by lot number was reviewed from 08/15/2015 to 02/11/2016 and trending was not exceeded. The sra was reviewed for the issue of ¿color - chemical indicator¿ with a quality problem with no impact to safety" and ¿dissatisfaction, negligible" level of harm. The product was not returned; therefore, no visual analysis was performed. The concomitant sterrad® nx was tested by a field service engineer. The unit was serviced and left in working condition. It is unlikely that was an issue with the sealsure tape. There was no problem found with the sealsure tape. DHR review of the lot did not reveal any anomalies and lot history review found that trending has not been exceeded for this lot. The customer's unit was serviced and was left in working condition. It is unclear whether the issue was related to the unit since the cycle did not cancel; however, no further issues were reported after the unit was repaired. The issue will continue to be tracked and trended.

Manufacturer narrative:
Brand name - the correct brand name is sterrad® sealsure chemical indicator tape common device - the correct common device is indicator, chemical catalog number - the correct catalog number is 14202 lot number - the correct lot number is 118815 expiration date - the correct expiration date is (B)(6) 2017.

Event description:
A customer reported the sterrad sealsure chemical indicator tape did not change color correctly after a completed sterrad&#59406;\ nx cycle. The affected load was not released for use. There is no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad sealsure chemical indicator tape not changing color correctly. 2084725-2016-00112 are related complaints from the same facility. This is one of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00112 and 2084725-2016-00113.